Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred after a bolus. The customer's blood glucose was not impacted. In addition it was reported that drops were not seen from the tubing during the fill tubing step. Troubleshooting with tandem technical support was performed. A system check was performed indicating the tubing was found to possibly be the cause of the alarm. The customer indicated that they would change out supplies. Reportedly, the customer is using apidra insulin. The customer was advised that apidra is not approved for use with the pump.